Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.